Manufacturer narrative:
Age, sex, weight, ethnicity, and race: unk. Date of event unk. Procode: unk. Model #, implant date: unk. Device manufacturer: unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right (od) eye. Reportedly, the lens may have been implanted upside down. Attempts to obtain additional information have not been successful.